Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, vessel access was difficult at the start of the procedure. The vasculature was very narrowed and the iliac was diseased and tortuous which made access ¿very tricky¿. Advancing the delivery catheter system (dcs) was not possible. This required an 18fr sheath with dilator to allow dcs advancement. The valve was deployed too low on the first attempt and was recaptured to adjust placement. During the second recapture of the valve, the delivery catheter system (dcs) handle came apart. The handle was re-assembled and the valve was successfully deployed. Of note, as reported, it was possible tension on the dcs contributed to the issue. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components detached from the dcs. The device was received with the front grip components slightly separated. The device was received with the capsule fully closed and slightly over captured. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. Several kinks were observed on the inner member. Tab 3 and tab 4 were observed to have detached from the actuator components. The front grip components were observed to be undamaged. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case it was noted that the vasculature was very narrowed and tortuous, which indicates that the probable cause of the advancement difficulties was patient anatomy. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The subject dcs was returned to medtronic for analysis. The device was received with the handle components detached from the dcs with both snap fit tabs detached from the actuator components, confirming the reported actuator separation event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Several kinks were also observed on the inner member shaft. The description of the event does not indicate that these kinks occurred during the reported issue. The inner member shaft damage may have occurred due to the over-captured tip noted on the returned dcs. The device instructions for use (IFU) cautions the user to "stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule further could damage the capsule". The front grip components of the dcs were also observed to be slightly separated, which may have been caused by the build-up of tension and forces in the dcs during advancement through the patient anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.